Event description:
Pt admitted for malfunctioning port-a-cath. The old port-a-cath was removed in 2001 by the surgeon and a new port-a-cath was inserted. Following this surgery, the pt was taken to radiology for intravascular foreign body retrieval of the 6cm fragment. A goose neck snare catheter was used initially but after numerous failed attempts to snare the catheter fragment, it was removed and a pigtail catheter was used to successfully retrieve the catheter fragment.